Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the procedure was converted to an open thoracotomy due to the patient's anatomy. The decision to convert was made because the robotic instruments were insufficient for total decortication due to the inflammatory rind being too thick and tenacious. The patient tolerated the procedure.

Manufacturer narrative:
Based on the information provided, the procedure was converted due to anatomy. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.